Event description:
It was reported that the device went into backup vvi mode after cardioversion was performed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed upon receipt and was due to a power-on reset which occurred during hv therapy delivery. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.